Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: was there any injury to the patient? No . Was there any injury to a user? No. How was the injury treated for patient and/or user? Na.

Event description:
It was reported that during an unknown procedure, at some point during the procedure, the cord, near the plug into the pad, flamed up. The flame up was limited to a small section of the cord, approximately 1 cm. The fire was self-limited. Exposed wires were visible and the grey insulation was charred and melted. The pad was unplugged and a sticky pad was placed to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).